Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-01789, 3006705815-2022-14194. It was reported that during ipg replacement (related manufacturer reference number:1627487-2022-01789), intra-op testing indicated patient's leads were having high impedances on multiple contacts and one lead was fractured. As a result, the leads were explanted and replaced to address the issue.